Event description:
Caller alleged discrepant results using the inratio meter: results as follows: patient self tester reported getting error 411 on his meter. On the 2nd test that was done, blood was used from the first finger stick. Patient reports having some bruising and darker urine (possibly blood in it). He is scheduled for a lab draw today.

Manufacturer narrative:
Patient was testing the same finger. Re-sticking the same site may cause pre-analytical errors that influence inr results. Patient is taking vicodin and ibuprofen. Per product user guide, "certain prescription drugs and over-the counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Error code 4nn/nnn is displayed when the impedance profile in the pt channel fails certain error tests imposed by the pt algorithm as it attempts to locate an inflection point that is an indication of the prothrombin (pt) time. These checks are made to detect conditions that indicate a failure or some type of error such that a pt result is not displayed. These errors may be caused by strip issues or by user errors. Qc errors are designed to be generated if the strip has been exposed to adverse environmental condition. There is no information in the complaint to indicate strip exposure. These errors also arise if there is a sampling or technique problem. This failure mode will continue to be monitored to determine if corrective action is warranted. Unable to perform retained strip test due to strip lot number was not provided. No further investigation is required. Trend analysis is not required. This issue will be subject to future tracking.